Event description:
It was reported that the customer noticed his infusion sets come out of his body, four to five times. The insulin pump went into threshold suspend when his blood glucose level was 110 mg/dl and his sensor glucose reading was 60 mg/dl. The customer received erratic values and received lost sensor alarms. He stopped using the continuous glucose monitoring system for a while. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Analysis not required due to the sealed sensors being expired.